Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer had a major surgery. Caller stated that the customer threw the insulin pump against the hospital room wall. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Several a47 alarms found in history file screen, due to corrupted file. Unit was received with cracked battery tube threads, no rattling noise noted when shaking.